Event description:
Consumer plugged heating pad into wall's electrical outlet and turned it on the "low" setting. Consumer placed heating pad on back, while they laid on it. Approx 20 mins later the consumer noticed that the heating pad was becoming very hot (cause unknown). Consumer immediately turned heating pad off. Consumer went to physician's office for an unrelated medical problem. Consumer was examined by dr. Dr told the consumer that they had multiple blisters on back (number of blisters unk) which he believed came from heating pad. Dr told consumer that they should discontinue use of the heating pad; which they did. Consumer feels that heating pad poses a burn hazard.